Event description:
It was reported that after using the catheter about 3 weeks, it was found that the extension leg of red connector was fractured.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A breach in the arterial extension leg was found at the junction with the bifurcation. The breach in the tubing allowed fluid to leak from the catheter. The surface of the split extension leg was granular. The hemoglide star dialysis catheter exhibited signs of use. The extension legs, bifurcation, and the section of the d/l tubing proximal to the cuff were discolored. Blood residue was found within the fibers of the cuff. It was reported that the catheter had been used for 3 weeks before the breach in the tubing was discovered. No defects related to the mfg process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.